Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and that the patient's remote control continued to show telemetry error. It was reported that the patient had a revision procedure wherein monopolar electrocautery was used. Damage was suspected. The patient underwent an ipg replacement procedure and did well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician&#38112;implant manual 9055940-001).